Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was not loaded in the delivery system, so it could not be used. A new device was used as a substitute, and the procedure was completed without any problems.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Internal complaint number: 430444. The lot # 25151015 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17080- per 90508578/at and 90520752/aw dunnage product reconciliation form, mcv00052213 and packing list must be attached to each sterile load. Five sterile loads were received at xpo without the dunnage form and packing list attached. Based on the DHR/lhr review results, it was determined that there is a /is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25151015 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17080- per 90508578/at and 90520752/aw dunnage product reconciliation form, mcv00052213 and packing list must be attached to each sterile load. Five sterile loads were received at xpo without the dunnage form and packing list attached. Based on the DHR/lhr review results, it was determined that there is a /is no relation between the batch manufacturing process and the reported failure. The seal and tension spring assembly was removed from the loading device. The seal was observed to be partially unraveled on the 1st coil of the seal. No cracks or delamination was observed. Measurements were taken of the delivery device were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed as well as for the analyzed failure "unraveled material".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was not loaded in the delivery system, so it could not be used. A new device was used as a substitute, and the procedure was completed without any problems.

Manufacturer narrative:
H-3: device evaluated by mfg? Corrected from ¿no (attach page to explain why not or provide code)¿ to ¿yes.¿ device not eval provide code corrected from ¿other¿ to blank if other provide code-explain corrected from ¿device not returned¿ to blank h-6: type of investigation from ¿device not returned 4114¿ to ¿testing of actual/suspected device 10.¿ h-6: investigation findings corrected from ¿no findings available 3221¿ to ¿no device problem found 213.¿ internal complaint number: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was not loaded in the delivery system, so it could not be used. A new device was used as a substitute, and the procedure was completed without any problems.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was not loaded in the delivery system, so it could not be used. A new device was used as a substitute, and the procedure was completed without any problems.